Manufacturer narrative:
Investigation: one photo was received and evaluated in conjunction with reported defect description. The photo depicts a 1ml ll syringe with its plunger separated next to it, all inside a plastic bag. The barrel has a red and white label attached as well as a blue tip cap. The barrel has medication residue inside all around as well in the bag. No manufacturing defects are visible in the syringe in the photo provided. According to the complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. The design of the product has not changed since october 2008 when the product was first introduced. Furthermore, the product is sold as individually packaged syringe-only without label, tip cap, and without medication inside. Potential root cause for the failure described is likely associated with the mishandling of the product. No manufacturing defects could be confirmed. DHR could not be performed because of the unknown lot#.

Event description:
It was reported that plunger fell out after draw with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: when the nurse wanted to pick up the syringe in the package, she grabbed it by the plunger. This one got disengaged from the syringe. The product got spilled in the plastic packaging bag: cytotoxic and expensive product.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. .

Event description:
It was reported that plunger fell out after draw with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse wanted to pick up the syringe in the package, she grabbed it by the plunger. This one got disengaged from the syringe. The product got spilled in the plastic packaging bag: cytotoxic and expensive product.